Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no radio frequency telemetry between the programmer and the device. Communication could still not be reached when using two programmers, two different wands, and two radio frequency antennas. A red line was seen through the radio frequency icon on the left side of the programmer screen. Inductive telemetry was successful but troubleshooting could not be performed. The device was explanted and replaced. No further information is available.